Event description:
The ventilator was connected to a patient. The customer reports that the ventilator has an inaccurate respiratory rate and would not allow the patient to exhale. There was patient injury, the patient coded and then was revived.